Manufacturer narrative:
The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to seroma-late and lymphoma-alcl.

Event description:
Healthcare professional reports to medical monitor via sales representative a case of alcl. Patient experienced "swelling on the left." Patient had aspiration and ultrasound, "250cc of the aspirates were sent to cytology...is highly suggestive for alcl." Patient was diagnosed with alcl. Pathological markers cd30+ and alk- have been received. Device status is unknown.